Event description:
The device would not cut after crimping. The device did not cut suture on the first attempt as it was designed to. The surgeon kept trying to use the device. It eventually did work however it was removed from the field. This is the third defective device reported.